Manufacturer narrative:
Device evaluation: the returned visi-pro balloon expanded stent delivery system was returned within a zippered plastic pouch. The balloon chamber is in a post inflated state, (e.g. Not tightly wrapped or winged). Witness marks of the stent are still visible on the balloon chamber material. Cine image review: cine 5 is of a guidewire going through a tight occlusion at the ostium of a bifurcated vessel. Per the initial report this is in the left common iliac. The lesion appears to be calcified. Cine 6 is of the same vessel. The guidewire is now in both branches of the bifurcation. The visi-pro balloon is navigating its way through the lesion. The visi-pro stent is not on the visi-pro balloon. No stent marker hoops or struts are visible. No support sheath is visible in the cine. Cine 7 is of the visi-pro balloon in a straight vessel. Neither a guidewire or support sheath is visible in the cine. The stent is not fully expanded. Part of the stent appears to have been expanded. Cine 8 is a darker contrast of cine 7. Cine 8 is of the visi-pro stent in a straight vessel. Neither a guidewire or support sheath is visible in the cine. The stent is not fully expanded. Part of the stent appears to have been expanded.

Event description:
Physician attempted to treat patient using an everflex entrust self-expanding stent and a visi-pro balloon expandable stent. Target lesion was the left proximal common iliac artery. Lesion had no tortuosity, severe calcification and total chronic occlusion. Artery diameter was 8 mm and lesion length was 30-40 mm. Lesion was pre-dilated using 4, 5, 6, 7, and 8, 40/80 everflex balloons. It is reported that no resistance was encountered when advancing the everflex entrust stent to the lesion. Lock-pin had been checked for securement prior to procedure and was removed after correctly positioning at the lesion. It is reported that stent jumped into aorta after pulling the stent past the lesion to release tension. The everflex entrust stent was to be placed just prior to bifurcation of aorta in the left common iliac. The physician took distal angio runoffs with no impediment of flow to right lower extremity despite stent jumping into aorta. However, the physician stated the patient will still need bypass due to cto in left iliac due to patient history despite stent placements. Resistance was encountered when advancing the visi-pro stent. It was reported that the visi-pro stent did not deploy in correct vessel. Balloon was inflated in left common iliac with no visualization of stent upon dilation and deflation of balloon. The physician then pulled out visi-pro with no stent visualization mounted on balloon upon inspection. Stent was then visualized in left external iliac/common femoral artery. It is reported that balloon was inflated in left common iliac with no visualization of stent upon dilation and deflation of balloon. It is reported both stents were fully apposed to artery wall. No additional stent used to cover target lesion. Physician stated patient will still need bypass due to cto in left iliac due to patient history despite stent placements. Patient is reported to be stable. The physician reported patient still had flow to sfa on last angio during procedure

Manufacturer narrative:
Correction UDI # added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.